Event description:
2 of 2 reports. Other mfg report number: 1121308-2022-00076. Wiley online library (2011) published: "reconstruction of the radial forearm free flap donor site using integra artificial dermis" "autologous skin grafting to the donor site in patients who undergo radial forearm free flap reconstruction (rfff) is associated with cos­metic and functional morbidity. Lntegra artificial dermis (lntegra lifesciences, plainsboro, nj) is a bovine collagen based dermal substitute that can be used as an alternative to primary autologous skin transplantation of the donor site. We describe a staged reconstruction using lntegra followed by ultrathin skin grafting that results in highly aesthetic and functional outcomes for these defects. A retrospective review of 29 patients undergoing extirpative head and neck oncologic resection were examined. Lntegra graft placement was performed at the time of rfff harvest followed by autologous split thickness skin grafting at 1 to 5 weeks postoperatively. Healing fully occurred within 4-6 weeks with negligible donor site complications, excellent cosmesis, and minimal scar contracture. Composite reconstruction with lntegra ar­tificial dermis offers advantages over traditional methods of coverage for select cases of radial forearm free flap donor site closures." "Our results demonstrated a high graft take rate with excellent cosmetic outcome. Three of 29 patients (10.3%) were unable to return to the operating room for skin graft application, these were not included in the remaining analysis. All of these cases resulted in hypertrophic scarring, and their wounds were allowed to epithelialize secondarily. Of these, two refused to return to the operating room for a second procedure, and one suffered a postoperative myocardial infarction requiring anticoagulation, which precluded stsg application. These patients, it should be noted, did not have func­tional impairment either in regards to mobility or strength. " this report is for malfunction to include - partial take, graft failure - twenty-two of the 26 patients (84.6%) experienced partial or complete take of the stsg. There were three episodes of local cellulites, which were treated with local wound care and a short course of oral antibiotics. One of these cases was attributed to poorly compliant home wound care, which lead to graft failure. Five epi­sodes of exuberant granulation were noted, all of were easily debrided at the time of stsg placement, and did not impact graft uptake. Hypertrophic scarring was seen in two patients (with only one associated with limited uptake of the stsg) and hyperpigmentation was observed in one additional patient. Subjectively, it was observed that the increased granulation tissue was related to a longer duration of integra grafting. Overall there were no cases of failure of the integra dermal regeneration template to take to the donor site forearms.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined; however, the most probable root cause is most likely attributable to the underlying health conditions and post-operative care of the patients within the study. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.